Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013 09:39:09. During night drain cycle ten, the patient's ultrafiltration reading was 652ml, indicating the home patient (hp) drained 652ml more than their maximum programmed fill volume of 900ml. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). (B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. The root cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.